Event description:
I had my initial appointment with america's best contact and eyeglasses ((B)(6) on (B)(6) 2022 to get contact lenses. I saw (B)(6) o.d. And was given a recommendation for contact lenses. They did not have the recommended lenses in stock and would need to order them. I received a call that they were in and I scheduled an appointment on (B)(6) 2022 to pick them up and attended the first time user class. A few days later one of the lenses ripped so I called on (B)(6) 2022 to request a new trail pair and they indicated they did not have them in stock and would have to order them. I called on (B)(6) 2022 to check the status since I had not heard back from them, when I talked to someone they told me that the replacements had not been ordered and she was going to talk to the doctor to see if they had something else they could put me in and would call me back. I received a call on (B)(6) 2022, she indicated that she spoke with the doctor and they had some there not the exact recommended prescription but it should be fine. I went in to pick up, on sunday (B)(6) in the morning I put them in and they didn't feel quite right. The vision was a little foggy and felt grainy. After a little while I called my sister to ask my niece if this was normal as I am not familiar with contacts and wanted to make sure. My sister had me send a picture of what I was given, when she looked at the picture she told me they were expired and to take them out my eyes immediately. When she pointed out the expiration date the left lens had a expiration date of 01/1/2021 and the right lens had a expiration date of 06/30/2021. I removed them immediately but one of my eyes were very red and irritated but did clear up after a while. I did not have them in long enough to see if the different prescription was an issue. Due to a death in my family on (B)(6) I was not able to do anything until wednesday (B)(6). I contacted the manufacturer america's best corporate office as well as the store directly. My first conversation with the manager (B)(6) he indicated that he oversaw their inventory and that these could not have been expired, I told him that I would be in later that day to bring the packaging and would like a refund for the exam as I would no longer be doing business with their company. I was able to provide the photos to the manufacturer and the corporate office. After I finished work I headed to the store as I was told I needed to come in so they could process the refund. When I arrived I was met with excuses on how this could of happened and they blamed the previous store manager for not doing their job. When reviewing the notes, (B)(6) told another co worker ''we tried to do her a favor and it came back to bite us.'' At this point I felt like this incident was not only negligent but deliberate and that they took advantage of my lack of knowledge as it pertained to the use of contacts.